Manufacturer narrative:
One medfusion pump was received with a cracked left case assembly. The event history log was reviewed and there was a motor rate error message. An occlusion test and the motor rate error was able to be duplicated. The issue was caused by a combination of the worm coupling, leadscrew and clutch halves. The defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error alarm during the plunger travel test, when changing the unit from 20ml/hr to 944ml/hr. The issue was discovered during the annual preventative maintenance inspection. There was no patient involvement.